Manufacturer narrative:
Based on the device evaluation, the information provided, the risk assessment for the lucia product and based on our experience we have determined that the following factor may have cause or contributed to the reported issue is but is not limited to: misplacement of the lens. This which may occur during ovd application, the cannula may catch the edge of the lens or haptic; thus, removing the lens off the "track" which is inside the cartridge. This may also cause the lens to fold improperly. The lens should fold in a "u" shape and if it does not this will cause the lens to not eject correctly and could even cause the lens to get damaged. Inadequate application of ovd. The IFU asks for generous amount of ovd to be applied, which covers the lens and the blue cushion. If ovd is not placed on the blue cushion advancement of the plunger may be inhibited by high frictional force and appear to become stuck. It was stated by the customer that they are using the yamane technique to implant the lenses. This technique induces a larger amount of force while trying to position the haptics in the scleral tunnel. Our lenses are intended to be implanted in the capsular bag. Thus, the lens was being used off-label. The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and have met all criteria for release.

Event description:
The lens rotated post operatively due to the haptic kinking at the optic haptic junction. The problem was noted on postop day 1. The lens was explanted and replaced with a sensar lens on (B)(6). The yamane technique was used. The lens is not available for return.